Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis. It was reported that the issue may be the customer's tubing. The customer's blood glucose level at the time of hospitalization was 387 mg/dl. The customer's current level is 300 mg/dl. The diabetes educator states that the tubing was found to be split, which is what caused the high blood glucose levels and lead the customer to diabetic ketoacidosis. The educator was advised to let the customer know to call the help line when they are discharged, so they can troubleshoot the device.